Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege that the asr implant was failing and the patient had high concentrations of various metallic elements in his blood as a result. The patient suffered injuries of a permanent nature; endured pain and suffering and is unable to attend to his normal affairs and duties for an indefinite period of time.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to fluid collection and pseudotumor. During revision, thickened and pathologic bursal tissue consistent with pseudotumor, evidence of corrosion at the head trunnion juncture and necrotic tissue were found. The femoral stem and femoral sleeve have been added to the complaint.

Manufacturer narrative:
Depuy still considers this investigation closed.